Event description:
Fluctuating blood glucose levels [blood glucose fluctuations]. Fluctuating blood glucose levels [blood glucose fluctuations]. Case description: this serious spontaneous regulatory authority case received via bfarm from (B)(6) was reported by a health care professional as "fluctuating blood glucose levels" beginning on (B)(6) 2014 to (B)(6) 2014 and "fluctuating blood glucose levels" beginning on an unk date in (B)(6) 2014 to 12/16/2014 and concerned a (B)(6) female pt who was using novofine 8mm (30g) autocover (needle) from (B)(6) 2014 to (B)(6) 2014 due to type 1 diabetes mellitus. (B)(6). Medical history included type 1 diabetes mellitus (duration not reported) and was mental handicap. The pt was in a nursery home. Concomitant products included - insulin (insulin). The pt started using novofine 8mm (30g) autocover from (B)(6) 2014 and had strong fluctuations in blood glucose values after several applications. It was reported that the pt had first episode of fluctuating blood glucose levels on (B)(6) 2014. The pt was hospitalized on an unk date. The pt recovered from the event after change of unspecified insulin on (B)(6) 2014. The pt again started experiencing fluctuating blood glucose levels from an unk date in (B)(6) 2014. The pt was hospitalized from (B)(6) 2014 and also from (B)(6) 2014. The blood glucose values were more than 600 (unit specified). It was reported that during previous injections with non-shielded needles, the blood glucose was stable. Action taken to novofild 8mm (30g) autocover (needle) was reported as product discontinued in december 2014. The batch number of needles was provided and the investigation is initiated by novo nordisk. On (B)(6) 2014, the outcome for the event "fluctuating blood glucose levels" was recovered. On (B)(6) 2014, the outcome for the event "fluctuating blood glucose levels" was recovered.